Event description:
It was reported that customer experienced a problem with the device, because the tubing at the junction of blood reservoir has fractured. No pt injuries reported.

Manufacturer narrative:
Device has not returned for eval.